Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the guide wire may have further aided the analysis. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed since the part and lot numbers were not reported. The reported patient effect of dissection is listed in the instructions for use guide wire hi-torque guide wires ce/FDA as a known patient effect of the procedure. Based on the limited information provided by the account, the investigation was unable to determine a conclusive cause for the reported difficulty to advance/position. A conclusive cause for the reported patient effect of intimal dissection, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Estimated date of event. The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a whisper guide wire slid quickly, which contacted the vessel wall, and then a dissection was noted. Type of treatment was not reported. There were no adverse patient sequelae or clinically significant delay in the procedure. No additional information was provided.